Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they experienced major issues of not being able to maintain adequate ventilation pressures related to the balloon of the tracheostomy tubes due to the products not maintaining insufflation. It was reported that during placement of the tubes, the surgeon was able to easily deflate the balloon with slight finger pressure. Customer indicated that these extremely serious issues put the patient safety at high risk; however, there was no reported patient outcome.